Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. The device event log was unable to be downloaded. Functional testing included use testing. The pump was powered on and displayed an error code alarm message. The pump was opened and the real time clock battery connections and voltage were verified as complete and within specification. The error code was an indicator of corrupted data. The main power board was replaced. The device history record was reviewed and no manufacturing or testing issues were found. Based on the evidence, the complaint was confirmed. The root cause was attributed to the pump's main power board.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited alarms. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.

Event description:
Additional information received indicated that there was no patient involvement.